Event description:
During an initial implant of a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025, no capture was reported due to dislodgment. The rv lp was not used and replaced. The patient was stable throughout the procedure.

Event description:
Additional information received indicated the rv lp dislodged and embolized while the physician was trying to release the device, but the rv lp remained in the rv.